Event description:
It was reported to baxter that the tubing of one (1) ce intermate lv100 device was discovered broken off at the junction of the luer lock and blue winged cap. The customer observed this while filling the device with normal saline. There has been no patient involvement. No additional information is available. This is report 1 of 5 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4).additional narrative: the device has been received by baxter for evaluation, however, the evaluation has not yet been completed. A follow-up report will be submitted upon completetion of the evaluation or should any additional information become available.

Manufacturer narrative:
(B)(4).device evaluation: one unit was received by baxter for evaluation. Visual examination of the sample confirmed the distal end luer lock to be broken. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted and revealed that the product met all acceptance criteria for release. This is a single use device and will not be repaired.